Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, microscopic evaluation and electrical test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material, an electrode detached from its place, and a hole in the pebax. The device was connected to the carto 3 system, and it was recognized however error 105 and 106 appeared on the system due to two open circuits on the tip area. Errors 105 and 106 are unrelated to the reported event. Electrical test was performed, and a signal noise was observed on the carto 3 screen due to electrode detachment in the tip area causing electrical wire detachment. A manufacturing record evaluation was performed for the finished device lot number 31220100l and no internal action was found during the review. The noise reported by the customer was confirmed. The potential cause of the damage on the tip area could be related to the manipulation of the device during procedure. However, this cannot be conclusively determined. The potential cause of the open circuits could not be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The magnetic and force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that during the operation, a signal interference (noise) was observed on intracardiac (ic), body surface (bs), or all electrocardiogram (ECG) (bs + ic) channels. A second device was used to complete the operation. There was no adverse event reported on patient. The signal noise issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 27-may-2024, there was reddish material, an electrode detached from its place, and a hole in the pebax. The hole in the pebax and electrode damage were assessed as MDR reportable. The awareness date for this reportable lab finding was 27-may-2024.